Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening post procedure and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 3-4. An xtw clip was successfully implanted, reducing the mr to <1. All steps were followed per instructions for use (IFU) and there were no issues with the device or patient during the procedure. Three days post procedure, during a follow up echocardiogram it was thought the clip had opened as new regurgitation around the clip was visible. The mr was recurrent grade 1-2. No intervention is planned at this time. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported clip open while locked (unintended movement) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be related to the clip opening. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.